Event description:
The surgeon attempted to implant a silicone lens. The lens tore in the cartridge prior to insertion into the eye. No patient event of injury. It is unknown if the device malfunction.